Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this device and electrode had been recently implanted. A review of stored data identified three untreated episodes (one episode occurred while the patient was sleeping). All three events occurred within 4-5 days post-implant. The signals on the electrogram does not have the appearance of external noise. Pocket manipulation did not reveal any issues. In-house engineering discussed the possibility of an unintended loosened setscrew versus a damaged seal plug. The signals are very saw tooth-like associated with wandering base line. Ts suggested a lateral xray to visualize the device and electrode. Ts mentioned that the loosened set screw scenario commonly self mitigates. Boston scientific received information that the device's sense vector was reprogrammed from secondary to primary. No surgical intervention was performed at this time. No reported loose setscrew or damaged seal plugs at this time.